Manufacturer narrative:
There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-18693. Additional information was received that the patient was experiencing pain at the ipg site. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the ipg site was revised and the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.